Manufacturer narrative:
(B)(4) .

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). Approximately on (B)(6) 2024 the patient experienced a heart attack caused by diabetes.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause hospitalization.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). Approximately on (B)(6)2024 the patient experienced a heart attack caused by diabetes. An ambulance was called, and the paramedics informed the patient that the cgm reading was inaccurate, there were no bg nor cgm readings reported but it was documented that the readings were 30 points off (cgm inaccurate). There was no treatment documented. No comparisons were made prior to the paramedics coming since the patient was only made aware that the cgm was not reading accurately only after the paramedics checked. The patient was admitted to hospital. There was no documentation about the medical intervention provided. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the call the patient was fine. The patient reported that the hospitalization has something to do with her diabetes and dexcom device contributes to it due to inaccurate readings. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 30 points. No additional patient or event information is available.